Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that in a moderately calcified lesion in the iliac artery after implantation of an absolute pro stent, post-dilatation was attempted with 3 fox cross balloons. All 3 balloons ruptured at 10-12 atmospheres. An omnilink elite was placed inside the absolute pro. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. The investigation is not yet complete. The 7 x 20 mm foxcross (part 10316-20, lot 614192), and the 8 x 20 mm foxcross (part 10317-20, lot 591485), indicated, are being filed under separate MFR #'s.